Manufacturer narrative:
Qn#(B)(4). The device lot history record review for lot number 73j2400921 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Non-conformity has been opened by the manufacturer and is the first reported case.

Event description:
It was reported that: "arterial access was obtained ultrasound guided through the right femoral artery, the depth location was completed by the 8 f dl provided with the manta and resulted in 5 cm. The manta came out undeployed - the anchor was still caught in the sheath. The physician decided to perform a cut down to complete the artery closure and achieve hemostasis."

Event description:
It was reported that: "arterial access was obtained ultrasound guided through the right femoral artery, the depth location was completed by the 8 f dl provided with the manta and resulted in 5 cm. The manta came out undeployed - the anchor was still caught in the sheath. The physician decided to perform a cut down to complete the artery closure and achieve hemostasis."

Manufacturer narrative:
(B)(4). The returned device has the footplates lodged within the lumen. Lever is engaged. The case details were reviewed. A 57-year-old male patient (180cm, 140kg, 43.2kg/m2) presented in the or for a minimally invasive cardiac (mic) procedure. Medial access was gained utilizing micro puncture and ultrasound for guidance. The right common femoral arteriotomy had a measured deployment depth of 5 cm and was clear of calcification and tortuosity. No issues were encountered in advancing or withdrawing the 18f edwards fem-flex procedure sheaths during the case. Following the mic procedure, heparin and protamine were administered, and an 18f manta was deployed to the measured depth. While withdrawing and pulling to tension, the physician reported that something felt different, and the manta completely pulled out of the access site. All of the manta device components were pulled out during the deployment procedure, including the collagen sandwich (collagen, radiopaque lock, and suture) (associated to another complaint which is non-reportable) the first 18f manta device and sheath were removed and replaced with a second (same lot) 18f manta device and sheath. While withdrawing and pulling to tension, the manta device completely pulled out undeployed, and the anchor was still lodged in the sheath. The physician decided to perform a cut down to complete the artery closure and achieve hemostasis. Numerous causes for a complete pullout have been established. However, the exact reason for this complete pullout is potentially user error due to poor patient selection. The manta instructions for use (IFU) contraindications state: the manta device is contraindicated in the following: marked obesity (>40). A high bmi can cause the manta implant not to catch on the vessel properly during deployment, causing an ineffective seal at the access site. There appears to be no product quality issue concerning manufacturing, documentation, or labeling. The der process will continue to monitor and investigate any similarities. No risk evaluation is required as the actual severity does not exceed the expected severity per the risk documentation.